Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, when the rx cytology brush was removed from the box, the inner wire was already broken within the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2012. According to the complainant, when the rx cytology brush was removed from the box, the inner wire was already broken within the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the returned device noted the brush was present and extended upon receipt. The working length was kinked and the brush wire was bent. Functional analysis found that when the handle was actuated, the brush would not retract; the brush would not move. The handle was disassembled, and the brush wire was found to be broken off at the proximal end approximately 2mm from the distal end of the handle cannula. The catheter was then cut to reveal the proximal end of the broken wire. Most likely, due to some aspect of handling the device, the working length (catheter and wire) became kinked. Once the working length was kinked, it was likely in a position where the wire would not move when the handle was actuated. Continued efforts to actuate the device likely caused the brush wire to break at the handle cannula. During manufacturing, the devices are 100% inspected for device functionality/integrity. Therefore, the most probable root cause for the complaint is handling damage. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
Patient weight is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.